Event description:
It was reported that during an unknown case, the device cut and did not staple properly. There was no patient consequence. There is no other information.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.